Event description:
It was reported that (1) device was used during a laparoscopic toupet. It was reported by the affiliate that the 511sd trocar blade did not deactivate and went through the sup mesentary artery without injury to the bowel. Procedure could not be completed, the pt was transfused with 2 units of blood.